Event description:
A ge healthcare field engineer reported a loss of telemetry monitoring for up to 12 pts for approximately 30 minutes due to a presumed hardware failure. The system had just been installed and was placed into service when the telemetry drop out began. Alternative monitoring was available for a limited number of the affected pts. An older spare carescape telemetry server was available to replace th failed unit to restore telemetry. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.